Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. During a valve replacement procedure, the right ventricular (rv) lead was pinned and unable to move. The rv lead exhibited high thresholds and intermittent capture. The lead was reprogrammed approximately three weeks post valve procedure and remained in use. It was additionally noted that during the same procedure the left ventricular (lv) lead was dislodged from the coronary sinus. The lv lead exhibited high thresholds and was programmed off following the valve procedure. Two days after the rv lead was reprogrammed the lead was capped and replaced. The lv lead was explanted and replaced no further patient complications have been reported as a result of this event.